Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d4: model number: unknown, information not provided. Section d4: catalog number: a complete catalog # is unknown, as the lot number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI number: a complete UDI number is unknown, as the lot number was not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient who had cataract surgery with veritas had a corneal burn. No further information available. Note: this report is against the tubing. A separate report will be filed against the veritas, handpiece and tip.